Manufacturer narrative:
When investigation is completed, I will file a supplemental report.

Event description:
It was reported that "during a theroscopy, a piece of the cannula broke off at the distal tip. Piece was lost inside patient's chest".